Event description:
The customer contacted heartsine to report that their device doesn't do anything anymore. As a result, the device may not power on to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device and verified the reported issue. Heartsine determined that the cause of the reported issue was due to moisture penetrating the device and causing corrosion to the internal device components. The device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their device doesn't do anything anymore. As a result, the device may not power on to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.